Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the readings from the oxygen (o2) sensor were out of specification. The flow setpoint was set to 60%, the ccm was reading 58.9% and the external o2 analyzer was reading 53.6%. When the flow was set to .5 liters per minute, the ccm was reading 57.3 and the external analyzer was reading 52.7. Specification is +/-3% of the setpoint.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the oxygen (o2) sensor cartridge failed oxygen (fio2) release testing. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.